Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins was coming out of the patient's skin. The cause of the ins pulling out of the skin was unknown. As for intervention, the patient had a full removal and the issue was resolved. No symptoms were reported no symptoms were reported and no further complications were noted or anticipated.